Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a calibration error and sensor alarm. The customer's blood glucose level was high mg/dl. The customer treated himself with injection. It was explained to the customer the calibration protocol in detail and advised to remove and change out sensor. The customer was advised that the replacement will be sent. No further information was reported.